Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient felt good ¿for a bit¿ when programming changes were made and that ¿a few months down the road he felt crappy again.¿ it was noted that one of the patient¿s leads had been shut off at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Event description:
Please note that all information previously reported under this regulatory report was reported in error and actually pertained to a non-neurostimulatory system. There is no indication at this time that the patient¿s implantable neurostimulator (ins) had potentially malfunctioned as was initially reported.

Manufacturer narrative:
(B)(4)